Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). A lead revision was reported and the patient had 2 active leads. See manufacturer report #6000153-2016-00142.

Event description:
The manufacturer representative (rep) reported a lead revision. Additional information received from the rep in response to follow-up reported that the revision was due to the patient feeling stimulation more in the abdomen than in the low back. Relevant medical history included non-malignant pain.